Event description:
Boston scientific received information that this device declared a battery status of elective replacement indicator after experiencing two charge times out side of the extended charge time limit for the device. The patient was seen for a device replacement procedure where the device was explanted and replaced. There were no adverse patient effects. The device is to be returned for analysis.

Manufacturer narrative:
As of today, the device has not yet been received. Should additional information become available, this report will be updated.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.